Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported patient's with thick flaps post laser treatment. The flaps were able to be lifted without complications and procedures completed as planned. No additional information available.

Manufacturer narrative:
During a onsite visit the fse (field service engineer) confirmed that the system is cutting about 10 microns too deep. To fix this issue fse readjusted z offset and successfully completed system verification to specification. The root cause could not be identified conclusively. (B)(4).